Event description:
Report received of a delay in therapy due to a pump alarm. The pt was reportedly on an unspecified concentration of levophed, at a dose that "might" have been at 20mcg, which was being titrated to the pt's blood pressure. Versed was also infusing, at an unspecified rate with an unspecified concentration, and d5.45 was infusing at an unspecified rate. The customer reported that fentanyl was also infusing, but it is unknown whether it was on this device or another device. The customer reported that an unspecified time in the morning, the pump alarmed, and "instructed you to turn the pump off and restart it". The pump was immediately restarted, and therapy was resumed. Later that morning, at approx 1000am, the pump alarmed with the same message, which could not be cleared. During the alarm condition, the pt's blood pressure reportedly decreased from "the 90"s" systolic, to "the 60's systolic, and his heart rate increased by approx "10 beats per minute". Therapy was delayed for approx 15 minutes, until a replacement pump was received. The customer reported that during that time, the pt was bolused with 1 liter of 0.9 normal saline. Once the replacement pump was received, the levophed was restarted at an unspecified dose and rate, and an unspecified concentration of neosynephrine was started at "50 to 60mcgs". It took approx one hour for the pt's vital signs to return to baseline. The customer reported that the pt was "very sick", and died the next day in the "middle of the afternoon". Though requested, no further info was available.